Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6), 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch select meter displays the apply sample message. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the issue began on (B) (6), 2010 (time not specified). The patient indicated she manages her diabetes with insulin (self adjuster); however, denied making any changes to her regimen following the alleged issue. As a result of the reported meter issue, the patient claimed she felt shaky ten minutes after the alleged issue began. The patient denied receiving treatment after the reported product issue occurred. At the time of troubleshooting, the cca noted that the patient did not have the meter set to the correct code number, per owner's manual recommendation. In addition, the cca noted that the reported meter issue was not resolved during troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a symptom that can be associated with a serious injury after the alleged issue began.